Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's operative eye and the haptic was broken. Lens was removed from eye using microsurgical technology (mst) set and new lens was inserted. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jan 18, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens and handpiece were received inside of a bag. Visual inspection under magnification revealed that the complaint lens was received cut into three pieces. The lens was cleaned and, a portion of one haptic could be observed to be detached. Based on the return condition of the lens, no further product evaluation could be performed. Visual inspection of the received handpiece revealed no issues that could cause or contribute to the observed issues. The complaint issue haptic damaged could not be confirmed. However, the observed issue haptic detached is similar to the complaint issue haptic damaged and could not be confirmed to be related to the manufacturing or design process, as per manufacturing procedure, the complaint lens is to be visually inspected for defects prior to be placing into the complaint device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.